Manufacturer narrative:
The insulin pump unable to prime during prime test due to loose drive support disk. Unable to perform the occlusion test due to prime anomaly.

Event description:
It was reported that the insulin pump was not functioning, and it was not delivering any insulin. The doctor requested having the insulin pump replaced. It was stated that the customer was experiencing high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.